Event description:
The patient reported that the pump ran out of insulin without her awareness on (B)(6) 2012; she alleged that she did not hear the alarm. She stated that, as a result, her blood glucose (bg) was 220mg/dl with nausea, weakness, and headache. The patient noted that she normally maintains very good control of her bg with her most recent bg 190mg/dl after lunch. The patient verified that all alerts/alarms were set to the highest sound. She confirmed that the pump sounds have been quieter than on other pumps since receipt of this pump in (B)(6) 2012. Customer support noted that the patient did not have difficulty hearing the questions during this contact and the patient reported that she has experienced no recent changes in hearing ability. Customer support assisted her to set the alerts/alarms to vibrate until a replacement pump was received. This complaint is being reported because the patient experienced an elevated bg with symptoms after she allegedly did not hear an empty cartridge alarm.

Manufacturer narrative:
According to the patient, the pump produced quiet sounds that she was unable to detect on one occasion. At this time, it is unknown if use error or malfunction is responsible for missed notification of an empty cartridge alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. A review of the pump history shows a replace cartridge alarm on (B)(6) 2012 at 9:29pm. The pump history shows that the cartridge was replaced at 9:30pm the same night. The pump audio was found to be functioning properly and within specification.